Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1500 mg/dl; with ketones that were identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue and no permanent damage. The customer declined further troubleshooting and system check.